Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with a lactate dehydrogenase level of 3000 u/l, rising creatinine and liver function test values, and black urine. The patient was already on persantine, lovenox (bridging for low inr), coumadin, and aspirin at the time. It was reported that the patient had experienced multiple previously unreported gi bleeding events since lvad implant requiring interruption of anticoagulation. The patient was also on thalidomide to help prevent further gi bleeds. The patient's inr upon admission was 1.9 (inr goal was 2.0-2.5). The patient underwent a pump exchange due to thrombosis on (B)(6) 2015. No additional information was received.

Manufacturer narrative:
Approximate age of device - 7 months. The lvad was received for investigation. The evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The evaluation of the device confirmed the report of pump thrombosis. It was also reported that the patient had history of recurrent gi bleeding; however, a correlation between the bleeding and the returned device could not be determined. Examination of the distal side of the inlet stator and the rotor inlet revealed tissue-like thrombus formations surrounding the inlet bearing cup and ball. The thrombi appeared similar in size and structure, suggesting that they developed as one formation and broke apart upon disassembly. The thrombi appeared to have formed in laminated layers and the inner portions were denatured, indicating that they likely developed on the bearings over an undetermined amount of time while the pump was operating. The observed depositions would have potentially contributed to the reported hemolysis symptoms. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump was performed under normal operating conditions and revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the intermacs registry stating: patient noted brown urine. Additional information also included indicated: thrombus event: signs or symptoms: hemolysis. Intravenous anticoagulation: yes. Ae device malfunction: n. Device malfunction causative factor: sub therapeutic anticoagulation.